Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he was in a diabetic coma and collapsed. Customer stated that he broke his back and had to have a light procedure. Customer mentioned that the pump may have been damaged as a result of the fall. Customer's blood glucose reading was 87 mg/dl. Product is not being returned or replaced.